Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she got the pump wet and now it is not working. The patient reported that she has not been on the pump in a while and the pump is not with her currently. The patient will call back with pump for troubleshooting. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.